Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. Patients are repunctured. The following information was provided by the initial reporter, translated from spanish to english: the clinical laboratory coordinator reports that the blue tubes catalog 363083 are filling very above the indication and/or fill line (label). They are collecting the sample with a bd vacutainer closed system. Additional information: the impact to patient is: coagulation times changed by the loss of sample anticoagulant proportion. New puncture to collect blood sample.

Manufacturer narrative:
Investigation summary: bd received 4 photos and, 1 video from the customer in support of this complaint. The photos and video were evaluated and do not show overfill as the blood meniscus is visible under the bottom edge of the closure. Additionally,10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. Patients are repunctured. The following information was provided by the initial reporter, translated from spanish to english: the clinical laboratory coordinator reports that the blue tubes catalog 363083 are filling very above the indication and/or fill line (label). They are collecting the sample with a bd vacutainer closed system. Additional information: the impact to patient is: coagulation times changed by the loss of sample anticoagulant proportion. New puncture to collect blood sample.